Event description:
It was reported that the asymptomatic patient presented in clinic. It was noted that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made to turn the low frequency attenuation filter (lfa) on. The ICD was being monitored. The patient was stable.